Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction with a display failure was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to faulty main display. The main display was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump malfunction with a display failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. This condition was reported to have occurred in the (B)(4). The facility reported that there was no report of patient/user involvement, injury, medical intervention or adverse reaction in association with this event. The user interface module software version of this pump is 6.13.90. No additional information is available.